Manufacturer narrative:
The following codes were previously omitted or reported in error on the initial MDR, MFR # 1049092-2015-00582 reported to the FDA on october 06, 2015: (B)(4). The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on april 1, 2016, (B)(4).

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted (B)(4).

Event description:
End user reports an issue with the peristomal skin under the mass of the wafer. The peristomal skin has become red and sore between 1 to 2 months ago. At the time the redness first developed, end user was using different device, however she has has since stopped using that device and the redness remains. Nurse practitioner prescribed an antifungal powder, however the end user has not used the product.